Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection could not be determined through this evaluation. Review of the submitted log files confirmed the reported driveline power fault alarm; refer to the modular cable investigation regarding this finding. The system appeared to be operating as intended at the set speed, and there were no other notable alarms active in the log files. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists driveline infection as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. This section includes information for caring for the driveline exit site as well as information regarding how to prevent and control infection. The heartmate 3 lvas patient handbook contains several sections with information about how to prevent and control infection as well as information for caring for the driveline exit site. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient's infection was a driveline/acute exit site infection. The infection had positive cultures of pseudomonas aeruginosa. They were treated with intravenous piperacillin-tazobactam and then oral ciprofloxacin. The infection resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted for infection and a driveline power fault alarm sounded. The patient had no symptoms. Log files were sent for review. The log file captured driveline power faults (a) on (B)(6) 2025. The alarm did not interfere with pump operation. The alarm resolved with exchange of the modular cable.